Event description:
The customer stated that she went to the doctor due to high blood glucose levels above 500 mg/dl, but she was sent home. The customer had been experiencing high blood glucose levels for six days. Troubleshooting was performed, and there was a button error alarm in the alarm history. The daily totals did not match with the basal rate and bolus delivery totals. The insulin pump passed the prime test. Advised that the insulin pump would be replaced due to the daily totals discrepancy. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.